Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Plunger head is filled with fluid contamination. Force sensor test error was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be customer damage. Actions were taken to mitigate the reported issue: pump was beyond economical repair.

Event description:
It was reported that the device was presenting with system failure force sensor test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the plunger head was filled with contamination, the top of case was chipped on the front left corner and battery door. Functional testing involved a force sensor test and showed the device displayed "force sensor test" at power up and the force sensor value was stuck. The investigation determined that fluid ingression in the plunger head, including the plunger board and interconnect board was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device as a result of improper use of the pump.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited "system failure force sensor test." No adverse effects were reported.